Event description:
The manufacturer became aware of a rep dreamstation auto bipap device alleging symptoms of lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
Updated type of reportable complaint: serious injury. Updated box h6: health impact grid - serious injury.

Manufacturer narrative:
The manufacturer became aware of a rep dreamstation auto bipap device alleging symptoms of lung disease. Medical intervention was not specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.